Manufacturer narrative:
510(k): k914088 and k083641.

Event description:
It was reported that a child patient experienced a tracheal hemorrhage and had expired while using a bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube. The tracheostomy tube is with the patient in the morgue as a post-mortem procedure is being carried out. Smiths medical has requested the device and incident details from the facility. Any further details received will be provided in a supplemental report.